Event description:
It was reported that there was particulate matter inside the balloon of a small volume intermate. This was noted during filling. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 4, 2014 to march 6, 2014. Evaluation summary: the device was returned for evaluation. A visual inspection was performed and identified white particles, between 0.02 to 4.50 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ftir) scanning identified the particles to be acrylic material. The cause and origin of the particles could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A CAPA was initiated to further investigate the reported condition. Should additional relevant information become available, a supplemental report will be submitted.